Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6). Name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient insulin flow block alarm event on (B)(6) 2026. The blood glucose level was high and the patient was treated with insulin pen.